Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The cds (80911u133) was advanced to the mitral valve and grasping was performed; however, the pressure gradient was 8mmhg. The clip was repositioned; however, grasping was difficult. The decision was made to re-do the transeptal puncture at a lower. The steerable guide catheter (sgc) and same cds were advanced to the left atrium, but the cds was curved more than 90 degrees and the shaft was bending; therefore, the cds was removed. A new cds (80917u110) was advanced and after multiple attempts grasping and capturing the leaflets, the clip grasped successfully a1/p1 with gradient of 5mmhg. One clip implanted, reducing mr to 3-4. Mr was not significantly reduced, probably due to the tissue damage. The procedure was aborted and changed to mitral valve replacement with mechanical valve. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, the reported difficulty grasping and capturing the leaflets appear to be related to the patient morphology/pathology/anatomical conditions. It should be noted that the mitraclip nt instructions for use (IFU) warns, do not deflect the sleeve tip more than 90 degrees as device damage may occur. It was reported that the use curved the sleeve more than 90 degrees during the procedure. The use error/procedural circumstances of curving the cds more than 90 degrees appears to have contributed to the reported guide steering issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.